Event description:
It was reported that the customer's insulin pump was alarming no delivery. The customer stated that the alarm occurred when the customer was at work and delivering a bolus. The customer's blood glucose was 200 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. Troubleshooting was done. Assisted customer in performing a 5.0 united fixed prime, and the customer stated that insulin did exit. Advised that there may have been an insertion site related issue due to a bent cannula or occlusion. Advised customer to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.